Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was missing and it received insulin flow block alarm which was resolved by whole set change. Customer was experiencing low blood glucose level and customer was off to the insulin pump. Troubleshooting was performed successfully; customer will discontinue to use the device.